Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -11.0/1.0/114 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Lens rotation not associated to a low vault was observed. On 01/apr/2024 the lens was exchanged for a same length spherical lens, this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found optic broken. Dimensional inspection was not performed due to significant lens damage. Corrected data: d4: primary unique device identifier (UDI)#:(B)(4). "UDI related data quality updates only" claim# (B)(4).